Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system was checked by field service engineer (fse). Over a period of time till now, only a total of nine instead of as usual about 16 gas changes were made. The system had otherwise no defect. The cause was discussed with the doctor. The doctor will now personally take care that the gas changes are made regularly. The root cause could be determined conclusively as use error or respective procedure not followed. The gas change was not made regularly thus leading to reported error message. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, clinical applications specialist informed that no unplanned therapeutic methods were necessary to treat the patient. After the surgery was completed, the following day the outcome of the surgery was as expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported that a secondary energy too high error message occurred during a refractive procedure. Error occurred at 21%. Procedure was aborted laser showed no abnormalities during the necessary testing. The energy check directly before the treatment went without error. Additional information has been requested.